Event description:
It was reported that "on or about (B)(6) 2010, plaintiff was admitted to undergo surgery to treat stress urinary incontinence. The device used in plaintiff's surgery was the monarc. The attorney for the plaintiff has alleged that the plaintiff has suffered multiple complaints some time after the mesh was implanted, including pain, pain with sexual intercourse, recurrent infections, problems lifting over five pounds and voiding difficulties. It was also alleged that "as a result, plaintiffs have suffered, and will continue to suffer pain, disability, impairment," severe and permanent injuries, loss of "enjoyment of life, and inability to engage in chosen and necessary activities." It was further alleged that, the mesh has caused dense scarring and has failed to function as intended and that plaintiffs have "sustained and will continue to sustain injuries and damages."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.